Manufacturer narrative:
The sample was collected in a pst tube and centrifuged at 3,800 rpm for 10 minutes. Per customer, the sample appeared clear.digoxin qc was within the specifications prior to the event. No errors were posted to the even log.service was offered; however, the customer preferred to confirm hardware performance by performing a system check, which passed. Customer then declined service.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneous digoxin result, above the therapeutic reference range, for one patient.upon repeat, the results were in the normal reference range. The original specimen was tested at the reference lab and obtained result correlated with the repeated results.the erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.